Event description:
It was reported, that the patient presented with a right ventricular (rv) lead that was dislodged. The rv lead was explanted. And new rv lead was implanted. There were no patient consequences.